Event description:
Reporter alleged blood glucose measured 105 mg/dl at 11:37 pm, 115 mg/dl at 11:34 pm, and 388 mg/dl at 11:31 pm. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.